Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the system was reporting fault 23138 on armnet 2. Site had already power cycle the system prior to calling technical support, and that the issue was persistent. As system was onsite, tse could review the logs and saw that the fault was pointing to sensors inside the instrument arm that needs an fe to resolve. Tse asked caller if they could proceed with their rectopexy case today utilizing three arms, and caller was unsure, but thought they needed all four. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not completed robotically using all four robotic arms. The surgical team believed the operation could be performed using three robotic arms; however, an unused robotic arm was not properly disabled. As a result, the system repeatedly prompted for that arm and prevented continued robotic use. After attempting to resolve the issue independently and with customer service support, the surgical team decided to convert the procedure to a laparoscopic approach. There was no injury to the patient. The issue caused an estimated delay of approximately 30 minutes, including troubleshooting efforts, discussions with customer support, consultation with the operating team, and the transition to the laparoscopic procedure.